Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery gauge was observed to be depleting rapidly. Additionally, the customer reported that the pump was not delivering any insulin. Blood glucose was 409 mg/dl. Reportedly, the customer had manual injection supplies available for insulin therapy. No additional information was provided.